Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that medication was provided for the intermittent high and complete heart block. Following the valve implant cholecystitis developed. Abdominal tenderness without rebound and pain noted during physical examination. An abdominal computed tomography (CT), blood image, hepatobiliary, and pancreatic color ultrasound were performed. A liver cyst was identified. Intravenous injection of antibiotics were required for 4 days. The physician reported that the cholecystitis was not related to the medtronic products and unlikely to the procedure. Additionally, the patient¿s hemoglobin decreased as result of the valve implant procedure and returned to normal after this procedure. Anemia was diagnosed with a measurement of 106 grams per liter (g/l). Treatment was not required. The physician reported this possibly related to the procedure. Also following the procedure, myocardial markers were ¿a little¿ elevated and possibly related to the valve implant. No patient symptoms associated with a myocardial infarction were observed and no treatment was required. A myocardial infarction did not occur. The physician reported the elevated markers were possibly related to the medtronic products and procedure. The cholecystitis was considered resolved approximately 1 mo nth later as was the anemia with measurement of 123 g/l. The elevated markers were considered resolving.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us; product lot/serial number (B)(6); product type: delivery system; implant date na; explant date na product ID l-envpro-16-us; product lot/serial number (B)(6); product type: loading system; implant date na; explant date na corrected/updated data: a2, a3, a4, b5, b7, d10, h6 h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. This report was submitted as part of a retrospective review and remediation per d00916038. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). In this case, the patient refused treatment with a pacemaker. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the information available. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) suggested a left bundle branch block (lbbb) was present. The following day ECG identified a high intermittent atrio-ventricular (av) block and complete heart block (chb). The patient refused treatment with permanent pacemaker implant. Further diagnostic tests were performed three days following the implant of the valve that showed right bundle branch block (rbbb). No treatment was provided. The chb had not resolved and the event was reported as life threatening and resulted in disability. No additional adverse patient effects were reported.